Event description:
It was reported that the patient's device had been programmed off for a year because the patient could not tolerate the previous settings. The physician indicated that the device has recently been programmed back on. Attempts to obtain additional relevant information have been unsuccessful to date.